Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir has air bubbles in it and was unable to bet the insulin into the reservoir. The customer's blood glucose reading was 235 mg/dl at the time of incident. Troubleshooting found that the customer pushed the air bubbles out of the reservoir and the reservoir was able to be used. Customer also indicated that she had the same issues with 6 other reservoirs that were unable to be used due to air bubbles. Customer declined further troubleshooting and was advised to call at the time of the problem as the customer indicated that this was a past event.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Performed pre-fill reservoir testing and the reservoirs failed per inspection. The reservoir transfer guard was occluded. Evaluated two opened/used reservoirs. Performed pre-fill reservoir tests, and the reservoirs passed per inspection. No air bubbles were observed during analysis. Checked the o-rings for defects and none were found. The reservoirs connected and locked in place properly. No air bubbles were noted.